Event description:
It was reported that the device exhibited a system failure and ¿the gray clamp broke¿. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the bottom case cracked in the back and the right plunger case damaged. The event history log confirmed a ¿check syringe plunger¿ sensor error occurred. Functional testing was able to replicate the reported issue as the right plunger case was broken. The root cause was determined to be the broken right plunger case. The left plunger case was replaced as well as all the plastic parts of the plunger head. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.